Manufacturer narrative:
The remote arm controller (rac) has been returned and evaluated by failure analysis. The reported failure could not be reproduced. The system logs had instances of error 252. The rac was installed onto a printed circuit assembly (pca) test system and was tested for ten power cycles and sat idle for one hour. There was no issue detected.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the site had a non-recoverable fault, 252 and instrument was grasping tissue. The intuitive technical service engineer (tse) verified errors on master tool manipulator left (mtml) and remote arm controller boards (rac) on surgeon side console 1 (ssc). The site performed a power cycle and the system powered back on without error. Tse shared findings in logs and suggested the surgeon move over to ssc2. The surgeon completed the procedure using ssc2. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The instrument grasping the tissue was fenestrated bipolar grasper. The tissue being grasped was gallbladder. No injury to the patient. No tissue cut due to the non- recoverable fault.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator left (mtml) and remote arm controller boards (rac) on surgeon side console 1 (ssc). The system was tested and verified as ready for use. Isi did receive a da vinci product-mtm to perform failure analysis. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device-rac returned. The mtm was analyzed and the reported failure was unable to be reproduced but could be confirmed as having occurred via error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The following parts will be replaced as a precaution: axis 4 motor, a4 motor cable.